Manufacturer narrative:
H3: evaluation summary: customer reports of calcific degeneration and stenosis were confirmed. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact, moderate calcification on leaflets 1 and 3, and minimal calcification on leaflet 2. Extrinsic calcific deposits were observed on the free margin surfaces of leaflets 1 and 3 near commissures 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately --5mm on leaflet 1 at the inflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 was thickened and swollen at the cusp area. Multiple sutures remained attached to the sewing ring around leaflets 2 and 3.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for evaluation. If returned and evaluated, a supplemental report with findings will be submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve underwent a redo valve replacement procedure after an implant duration of four (4) years, 11 months due to calcific degeneration leading to severe mitral regurgitation and stenosis. The explanted valve was replaced with a 29mm non-edwards mechanical valve. The valve seated very well and the leaflets opened and closed well. The patient was weaned from cpb without difficulty. The patient was transferred to the sicu in serious condition.